Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthetic valve replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a bioprosthetic aortic valve was disabled via a valve-in-valve procedure after an implant duration of 13 years, 2 months due to severe-to-critical aortic stenosis, secondary to degeneration. An edwards transcatheter valve was successfully implanted. Valve function was good at completion with none to trace insufficiency and reduced gradient. The patient tolerated the procedure without complication and after extubation was transported from the operating room (or) in stable condition.